Manufacturer narrative:
Analysis: visually confirmed approximately ~3 mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: "instrument failure" procedure: revision it was reported that intra-op, the working end of driver broke while inserting the screws. No patient complications were reported. No fragment of broken driver remained inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.